Event description:
The following has been reported: biomed reported: "red service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Unit had red pump alarm briefly after start up. Log files indicate pneumatic valve leak failure (valve 1). Investigation found the tank body was cracked on the positive side. Removed and replaced tank body and error did not re occur. Performed recharge/hardware tests, unit passed. No other damage found.